Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found to deliver within specification during flow testing. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
No device was not returned and no serial number identified; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A general issue of spectrum pumps not infusing the correct amount of fluids during patient infusions was reported. An example was provided that when a pump should infuse 1000cc, the bag has 500cc remaining after the infusion. There was no report of patient injury or medical intervention associated with these events. No additional information is available.